Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the clinician was concerned with the remaining longevity of this implantable pacemaker. It was only recently that the device showed less than a year remaining longevity when for the last 2 years, the device had only 1 year left. Additional information indicated that there were no changes made on the device. The pacemaker remains in service. No adverse patient effects were reported.